Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During an unknown surgical procedural the scope had a blockage and no instruments were able to be passed. Since the hospital did not have an alternate scope the procedure had to be delayed. T here were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:d8, h2, h3, h6, h11. The reported failure was confirmed, a root cause could not be identified. The most probable cause is this is a known inherent risk of the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.